Manufacturer narrative:
Product was not returned. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The evaluation was unable to be performed and no root cause was determined. If the product is returned for evaluation the complaint will be reopened and the evaluation will be completed.

Event description:
A distributor reported that a c2602 cusa excel 36khz straight handpiece had a vibration alarm on (B)(6) 2019. The device was not in contact with the patient. Additional information has been requested.